Event description:
During field service activities the device was identified as having a tag on it stating "channel disconnected during infusion." There is also a checkmark on the tag stating "no incident or injury." There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 06/18/2014. (B)(4). The reported issue of channel disconnect was confirmed. A review of the log indicated several occurrences of a channel disconnect event. The error events began on (B)(6) 2014 and continued to (B)(6) 2014. The first two error events were communication error failures between the pcu and pump module and the remaining occurrences were the result of a power reset at the pump module. Testing found the power to reset at the pump module whenever ti was physically manipulated while attached to the left side of the pcu. An inspection of the left iui connector on the pcu found the presence of contamination and corrosion within the contact area of the pins. The proximate cause for the customer's reported experience is contaminated and corroded pins on the left iui connector of the pcu. The root cause for the presence of contamination and corrosion on the iui connectors is unknown.